Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not received and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the first of two reports. Refer to 8030647-2015-00199 for the second patient. It was reported that the patient has experienced a leaking issue in relation to the thumb valve and has occurred a couple of times. No injury reported.